Event description:
Additional information was received that another alert was generated by the remote home monitoring service for intermittent high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The feed thru wires header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The following day a clinician contacted boston scientific technical services (ts) and stated that the rv lead exhibited oversensing of noise leading to inappropriate non-sustained ventricular tachycardia episodes. Ts discussed bringing the patient in to do further testing on the cause of the out of range shock impedances and noise. No adverse patient effects were reported. The field representative is attempting to obtain additional information from the clinic.

Event description:
Additional information was received that the patient has not been brought in for evaluation, however an in-office visit will be scheduled. A lead fracture is suspected as the cause, however not confirmed.

Event description:
Additional information was received that a revision procedure was performed where the physician noted that the header of the defibrillator was extremely loose. No fracture was visable through x-ray for the rv lead. Subsequently both the device and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.